Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('cramping') and genital haemorrhage ('bleeding abnormally/ extremely heavy bleeding') in an adult female patient who had essure (batch no. C35237) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included menstruation abnormal, abdominal cramps, anemia, hemorrhage (nos), uterine enlargement and cesarean section. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), migraine ("horrible migraines"), dyspnoea ("trouble breathing"), menometrorrhagia ("menometrorrhagia"), endometriosis ("endometriosis"), pelvic adhesions ("pelvic adhesions"), incisional hernia ("incisional abdominal hernia") and uterovaginal prolapse ("incomplete uterovaginal prolapse"). The patient was treated with surgery (robotic total laparoscopic hysterectomy, bilateral salpingectomy and essure removal). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain lower, genital haemorrhage, migraine, dyspnoea, menometrorrhagia, endometriosis, pelvic adhesions, incisional hernia and uterovaginal prolapse outcome was unknown. The reporter considered abdominal pain lower, dyspnoea, endometriosis, genital haemorrhage, incisional hernia, menometrorrhagia, migraine, pelvic adhesions and uterovaginal prolapse to be related to essure. The reporter commented: right: 3 trailing coils, left 3 trailing coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: bilateral tubal occlusion following essure device placement.. Lot number: c35237. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 31-may-2021: update of quality-safety evaluation. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('cramping') and genital haemorrhage ('bleeding abnormally/ extremely heavy bleeding') in an adult female patient who had essure (batch no. C35237) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included menstruation abnormal, abdominal cramps, anemia, hemorrhage (nos), uterine enlargement and cesarean section. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), migraine ("horrible migraines"), dyspnoea ("trouble breathing"), menometrorrhagia ("menometrorrhagia"), endometriosis ("endometriosis"), pelvic adhesions ("pelvic adhesions"), incisional hernia ("incisional abdominal hernia") and uterovaginal prolapse ("incomplete uterovaginal prolapse"). The patient was treated with surgery (robotic total laparoscopic hysterectomy, bilateral salpingectomy and essure removal). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain lower, genital haemorrhage, migraine, dyspnoea, menometrorrhagia, endometriosis, pelvic adhesions, incisional hernia and uterovaginal prolapse outcome was unknown. The reporter considered abdominal pain lower, dyspnoea, endometriosis, genital haemorrhage, incisional hernia, menometrorrhagia, migraine, pelvic adhesions and uterovaginal prolapse to be related to essure. The reporter commented: right: 3 trailing coils, left 3 trailing coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: bilateral tubal occlusion following essure device placement. Lot number: c35237. Most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received. Reporter information, patient medical history, lab data, product lot number, product removal date, rcc added. Events menometrorrhagia, pelvic adhesions, incisional abdominal hernia, incomplete uterovaginal prolapse added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('cramping') and genital haemorrhage ('bleeding abnormally/extremely heavy bleeding') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), migraine ("horrible migraines") and dyspnoea ("trouble breathing"). The patient was treated with surgery (essure device removal and essure removal). Essure was removed. At the time of the report, the abdominal pain lower, genital haemorrhage, migraine and dyspnoea outcome was unknown. The reporter considered abdominal pain lower, dyspnoea, genital haemorrhage and migraine to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 14-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('cramping') and genital haemorrhage ('bleeding abnormally/ extremely heavy bleeding') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), migraine ("horrible migraines") and dyspnoea ("trouble breathing"). The patient was treated with surgery (essure device removal and essure removal). Essure was removed. At the time of the report, the abdominal pain lower, genital haemorrhage, migraine and dyspnoea outcome was unknown. The reporter considered abdominal pain lower, dyspnoea, genital haemorrhage and migraine to be related to essure. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. No batch number was reported therefore a technical batch investigation is not possible. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no evidence of a quality defect thus there is no relationship between the reported medical events and a quality defect. Most recent follow-up information incorporated above includes: on 08-jun-2020: pif received. Essure removal done. Case was updated as serious incident. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.